Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was stroke and intractable spasticity. On 16-dec-2016 it was reported that the pump was exposed. The pump eroded through the skin not the incision. The event date was unknown. The physician started antibiotics, but wasn¿t really sure if the patient had a true infection yet. It was unknown if any diagnostics and/or troubleshooting was performed. It was unknown if any environmental, external, or patient factors led or contributed to the issue. The issue was not resolved at the time of the report. Pump explant was planned for (B)(6) 2016. The patient status was reported as ¿alive ¿ no injury¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.